Event description:
It was reported that the electrode needle dislodged while in the patient's mouth during a tonsillectomy treatment. Physician was able to successfully retrieve the needle.

Manufacturer narrative:
No patient injury was reported. This is considered reportable since the device malfunctioned and if the malfunction were to reoccur it could potentially be a serious injury event. The device has not been returned for an evaluation. If additional relevant data becomes available a follow up report will be submitted.